Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited changes in the battery longevity so premature battery depletion (pbd) was suspected. Technical services reviewed the data and analysis confirmed the behavior (depletion) was caused by the patient condition. However the sensing of chronic high atrial rates are reducing device longevity. No adverse patient effects were reported.